Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced necrotic finger noted on left hand and it was worsening. The medical staff agreed to have a dopler study on the patient. The pump remained on for support after the necrosis was observed for 4 more days before weaned and explanted. No noted intervention was performed for the necrotic finger.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.